Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis unknown/not analyzed. (B)(4): no anomalies found. Proximal segment returned and analyzed. (B)(4): no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient received six successful shocks for ventricular fibrillation (vf) with rhythm returning to sinus after each shock. Rhythm reverted back to vf within 4 - 5 beats of these shocks. The episode did not meet the current termination criteria thereby rendering the device unavailable for additional shocks. Further reported "device has functioned within specifications." The patient subsequently died. The cause of death has been requested and not received.